Event description:
It was reported that an alarm occurred on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. No further testing could be performed due to the blank display.